Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code malf 3. There was no reported adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup therapy, and tandem technical support arranged to send a replacement pump. The customer was provided with instructions to put the faulty pump into storage mode and return it within 10 days using a pre-paid label, which they understood and acknowledged.